Event description:
A report was received that the patient was experiencing difficulty charging her ipg due to the ipg being tilted 90 degrees within the pocket. The physician determined that the patient needed to undergo a revision procedure. No further action will be taken at this time because the patient is weak and has other medical conditions not related to the device.